Manufacturer narrative:
(B)(4). Concomitant medical products: cerclage cable with crimp, # item: 00223200228, lot 61683536. Cerclage cable with crimp, # item: 00223200228, lot 61683536. Cerclage cable with crimp, # item: 00223200118, lot 61182611. Femoral stem - revision - nitrided - porous cementless, # item: 00998116533, lot: 61070760. Femoral body - revision - nitrided - porous cementless taper neck, # item: 00999301735, lot: 62071655. Biolox delta ceramic femoral head 40 mm, item: 0087750402, lot: 2868459. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05703, 0001822565-2018-05704, 0001822565-2018-05706, 0001822565-2018-05707 and 0001822565-2018-05708. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip revision procedure the patient experienced blood loss of 1000 ml.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.